Event description:
It was reported that while stimulation was turned on, a surging of stimulation occurred. The patient would set the implantable neuro stimulator (ins) at a comfortable level and the ins would intermittently surge. The surges in stimulation occurred more than with posture changes and occurred in the area where the patient typically felt stimulation. Impedance measurements were obtained and were normal. Reprogramming had helped but the surges in stimulation would occur again. There were no falls or trauma related to the event. It was advised that the patient keep a log of their position and when and where they are when surging occurred. Palpation caused changes in the stimulation and a possible fluid short or connection issues were noted. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received indicated that the patient still felt surges at a level greater than expected for postural changes. Impedance measurements revealed that there was an open circuit (high impedance values), but no other diagnostics were performed. The patient will decide if they want to revise the device to see if there is a loose connection. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: lead model 3778 serial # (B)(4) implanted: (B)(6) 2011 explanted: unk; lead model 3778 serial # (B)(4) implanted: (B)(6) 2011 explanted: unk; recharger model 37752 serial # (B)(4) implanted: na explanted: na; patient programmer model 37743 serial # (B)(4) implanted: na explanted: na.